Event description:
It was reported during the inspection of the loner instruments, the tip of torque wrench broke before a measurement of 12 nm was reached.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; results: the customer reported event of the hex tip breakage of the xia 3 titanium torque wrench was confirmed via a visual evaluation. Customer reports have confirmed that the hex tip of the torque wrench was left inside the patient. This type of breakage has been investigated and addressed under CAPA (B)(4); the root cause was an inadequate heat treatment process in 2007, resulting in embrittled parts. The material was not heat treated correctly resulting in high hardness. The causes identified in this CAPA are all consistent with the findings presented in the third party performed analysis. Additionally, the manufacturing records of this sample were also reviewed and all units within the lot were inspected and accepted per stryker specifications. Conclusion: this testing concluded that the breakage was due to semi fragile sudden rupture process initiated by a significant notch effect. The breakage was initiated precisely at the filet zone of the shoulder between the hexagonal extremity and the 8.5mm diameter zone. Also, the radius of the filet was very low, but still within the specification of the drawing.